Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found to be broken and damaged. The broken part was not found. It could not be confirmed that the customer received the sensor in this condition due to the customer returning the sensor opened and used.

Event description:
It was reported that when customer pulled the sensor out the cannula piece was missing. Customer' blood glucose was unknown. Troubleshooting was done. Customer was able to remove the sensor on her own. The customer was advised to return the sensor for analysis. Advised customer the sensor would be replaced. No further information provided.